Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high and low blood glucose. Customer's blood glucose was 266 mg/dl. Customer's blood glucose at time of call was 45 mg/dl. Customer took the bolus. Customer was advised to check the blood glucose in 15 to 20 minutes. Customer will not be returning the device for analysis.